Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic right lung lobe resection, on right upper lobe artery, the device did not fire. The reload was correctly installed, the green button was pressed but the device could not be fired. A new reload was used to complete the case. There was no patient injury.